Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a motor vehicle accident (B)(6) 2007 with subsequent malfunction of deep brain stimulation system. It appeared there was an issue with the lead.